Event description:
Pt underwent a right total knee arthroplasty. Fifteen days following surgery the pt was readmitted with an infected hematoma of the knee, underwent an excision of nonviable tissue, removal of multiple foreign bodies, evacuation of the hematoma, and split thickness skin graft. The foreign bodies were discarded.

Manufacturer narrative:
To date there have been no test or laboratory results presented connecting the medical device, the skin closure modality, to these adverse events. An amended MDR will be submitted if information is presented in the future connecting the medical device to these events.